Manufacturer narrative:
Investigation results: our quality engineer inspected the representative sample submitted for evaluation. Your report of a safety malfunction could not be confirmed from the 20g insyte autoguard bc device that was received in sealed packaging from lot #4155278. A functional test showed that the needle fully retracted within the safety shield and the retraction time was within specification. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: safety malfunction response on feb 19, 2025 could you please provide a further description of the issue? Slow retraction issue. What was the impact to the patient? No harm. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? During use. Can you please provide an exact date of event? Unknown.